Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the patient complained of blind spot in center of vision beginning one week post operation for each eye . The lens was explanted and replaced with company lens in a secondary procedure. The clinical reason for the explant was refractive miss. Additional information was requested, but further no information was available. There are two medical device reports associated with this patient. This report is associated with the first eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The intraocular lens was returned for analysis and the reported complaint could not be confirmed. Intraocular lens returned in 3 segments in a plastic container. A significant amount of solution is dried on the segments. Reported complaint cannot be confirmed. The root cause for the reported complaint "explant, blind spot in center of vision beginning 1 week post operation" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Based on these investigation findings, we are unable to verify if the intraocular lens contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating patient's symptoms were resolved. There was no patient harm and patient was not hospitalized as a result of this event.